Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had three separate 16f non latex temperature sensing foleys with cracking in the distal aspect of the foley catheter that required change out due to urine leakage. They did not save the catheters and based off of a picture received, it looked like one of the catheters was cracked from the distal aspect, through balloon and towards proximal end.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned attached one-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted unable to confirm the condition of the affected catheter due to only photos provided for investigation. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had three separate 16f non latex temperature sensing foleys with cracking in the distal aspect of the foley catheter that required change out due to urine leakage. They did not save the catheters and based off of a picture received, it looked like one of the catheters was cracked from the distal aspect, through balloon and towards proximal end. Per additional information received via email on 23sep2025, troubleshooting was performed, and no patient impact was reported due to the device.